Event description:
During a pre-use routine maintenance test to check the s3's internal ups system, the perfusionist withdrew the mains supply plug from the wall socket-outlet. The protective circuit breaker on the installation tripped, resulting in the loss of power to all sockets on the same ips hospital circuit. The s3 internal back-up supply did recognize the loss of power. Although the power supply functioned properly, the perfusionist felt that a loss of power could result in a serious consequence should it occur at a critical point in the surgical procedure. Therefore, a medwatch report is being filed as a result of this allegation.

Manufacturer narrative:
The incident occurred during a maintenance check. There was no patient involvement. Patient information is not applicable. Sorin group (B)(4) manufactures the s3 console. The incident occurred at (B)(6) hospital in (B)(6). This medwatch report is being filed by sorin group USA on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. During a pre-use routine maintenance test to check the s3's internal ups system, the perfusionist withdrew the mains supply plug from the wall socket-outlet. The protective circuit breaker on the installation tripped, resulting in the loss of power to all sockets on the same ips hospital circuit. The s3 internal back-up power supply did recognize the loss of power. Although the power supply functioned properly, the perfusionist felt that a loss of power could result in a serious consequence should it occur at a critical point in the surgical procedure. Therefore, a medwatch report is being filed as a result of this allegation. Sorin group (B)(4) tested the s3 machine, but no fault or problems were found. The instructions for use, chapter 2.2.4., electrical safety, states "electrical installations must be in accordance with the national standards and regulations" and "the s3 system complies with the requirements for protection (B)(4). The system must be powered by a properly fused and grounded ac power supply". The s3 system maintains its own ups system. No external system is necessary. If the supply voltage fails, the system identifies the failure and the ups system activates. If during the time of a power failure the ups does not activate, the main fuse of the s3 system would trip. The main fuse of the s3 system can only be tripped during the switching on phase, not the off phase. No fault was found with the s3 system. No further action is deemed necessary.